Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-dec-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a network failure. A field service engineer arrived on site and spoke with the attending customer, who provided a list of issues observed during system reboots. The fse inspected the network port and confirmed it had been repaired by the hospital's network team and noted that a label printer had been added after which the workstation began rebooting intermittently. The engineer worked with the customer, who reinstalled the component manager due to a prior failure and found it to be inactive, and the customer then contacted pse and was advised to replace the communication sled since all system connections routed through it. Prior to replacement, repeated issues were observed with the network icon failing to clear after reboot. The communication sled was replaced with an older style unit, which established network connectivity more quickly, and the customer was ultimately able to complete the drawer inventory successfully without any issues. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es system was rebooting on random. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access/issue the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.